Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. (B)(4).

Event description:
Information was received from a consumer in regards to a patient who was being treated with baclofen intrathecal via an implanted pump. Prior to the pump implant, the patient had tried botox, physical therapy, cream wraps, ointments, etc., and the pump was recommended as a last resort. The patient's pump was implanted on (B)(6) 2015, and the pump was working a little bit but not compared to the side effects. The patient was tired and weak and had been reading what the therapy does. The patient's pump dosage was changed on (B)(6) 2015 that made things worse, and the patient had wanted the dosage changed back even though the patient wasn't the best, he wasn't as bad as it had gotten. On (B)(6) 2015, the pump was "disconnected" (set to minimum rate) and the patient was managed with oral baclofen. The patient's pump was to remain in minimum rate mode for two weeks and managed on oral baclofen. After the two weeks, the patient and situation was going to be re-evaluated. The patient had been sleeping 16-18 hours a day and can barely drag his feet to walk. The consumer was informed by the patient's caretaker that on (B)(6) 2015 at 2 pm the patient got out of bed and was able to walk straight and use things until the patient received oral baclofen. The patient did not believe that he walked funny and actually thought that the rigidity and spasticity made it easier to walk. Also beginning on (B)(6) 2015, the patient experienced itching and a pharmacist was called. The patient's frequency to urinate had increased to 15-20 times on (B)(6) 2015 and 20 times/day on (B)(6) 2015. The consumer felt that the patient got too high of a dose of oral baclofen/overdosed because the patient was in pain. The patient was given 20 mg of oral baclofen on (B)(6) 2015 and worked up to 30 mg of oral baclofen on saturday and sunday, (B)(6) 2015 and (B)(6) 2015, respectively. The oral baclofen was increased from 20 mg to 30 mg because the patient complained that his foot was hurting on (B)(6) 2015. On (B)(6) 2015, the urination frequency was a little better. The patient was unable to talk because of a massive stroke which occurred in 2011, prior to the pump implant. The patient gave a different account unless asked yes or no questions. Since 2012 the patient had been in rehab for an extended amount of time due to hip issues and other medical issues for the last three years. Every month, the patient experienced multiple things (all side effects from the stroke). The patient was going to be seen by a physician who he had been going to a physician for 5 years and was more familiar with the patient's history. The patient's indication for pump use was intractable spasticity. Interventions, diagnostics and outcome not reported. Further follow-up was being conducted to obtain information. If additional information is received a follow-up report will be sent.